Event description:
It was reported via medwatch, "crrt through line. Line inserted to hub and sutured. Line came out during crrt. Securement wing when catheter hubbed and heavy weight of crrt circuit may be contributing factors." No other information was provided.